Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and it was found that there was debris on the pneumatic tap causing the cartridge not to be seated properly. The customer cleaned the debris and reloaded the same cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.